Manufacturer narrative:
A partial lead with the connector pin measuring 20.2cm was returned. External insulation abrasion was noted at 14.2-14.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
It was reported that the lead was capped and replaced due to a sensing anomaly.

Manufacturer narrative:
No medwatch form was received.